Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a thin flap on a patient's right eye during a lasik procedure. The surgeon had trouble obtaining suction and used an ocular lubricant to obtain and maintain suction. Upon attempting to lift the flap, it was noted that it was extremely thin and as a result came through the central cornea. Photo refractive keratectomy (prk) has been discussed as a possibly in the future. The patient continues to be monitored.

Manufacturer narrative:
The clinical applications specialist reported that the patient anatomy did not significantly contribute to the reported event. While patient anatomy did not contribute to this reported event, other factors such as patient movement or surgical technique may have contributed to the reported event. No technical services were requested or performed for the reported event. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. Based on assessment, the product met specifications at the time of release. (B)(4)